Event description:
Customer reported, the display goes blank when pressing fluoro switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo connector, interconnect cable, and wiring harness. System operates as intended.